Event description:
It was reported that the arctic sun device displayed alarm 34 (water temperature high). Per additional information updated from ttm on 04apr2025, biomed trying to do preventive maintenance and stated device keeps over-temping. Received code 34 water temperature high the primary outlet water temperature is above 42.5°c (108.5 °f). They followed the solutions and error repeated. Sn # (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. Arctic sun device displayed alarm 34 (water temperature high). Per additional information updated from ttm on 04apr2025, biomed trying to do preventive maintenance and stated device keeps over-temping. Received code 34 water temperature high the primary outlet water temperature is above 42 degrees c (108.5 degrees f). They followed the solutions and error repeated. Sn # (B)(6). Per additional information received via task on 24apr2025, emailed response received, they did not get a chance to calibrate this unit, but they ran into the same issue with serial (B)(6). They did calibrate this one then run a calibration check, but it still over temps during inspection. Requesting help with further troubleshooting. The instructions-for-use are found to be adequate. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. Based on the results of this investigation, no additional actions are required. Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device displayed alarm 34 (water temperature high). Per additional information updated from ttm on 04apr2025, biomed trying to do preventive maintenance and stated device keeps over-temping. Received code 34 water temperature high the primary outlet water temperature is above 42.5°c (108.5 °f). They followed the solutions and error repeated. Sn #(B)(6). Per additional information received via task on 24apr2025, emailed response received, they did not get a chance to calibrate this unit, but they ran into the same issue with serial (B)(6). They did calibrate this one then run a calibration check, but it still over temps during inspection. Requesting help with further troubleshooting.